Event description:
A biomedical engineer reported that an n-560 had no audio. Caller stated this monitor arrived at the biomed lab on (B)(6) 2010, there was no noted pt involvement. Caller turned the unit on, and there was no post (power on self test) tone.

Manufacturer narrative:
Covidien investigation confirmed the reported no audio failure finding an intermittent failure of the main pcb assembly.